Manufacturer narrative:
The universal surgical manipulator (usm) has been returned and evaluated by the failure analysis team. The usm was found to have a loose carriage. The unit was tested on an in-house system and passed normal mode. The unit was tested on a testing platform and passed 940 and 960 tests. The insertion rail failing was causing the carriage to be lose while moving along the rail.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
During preventative maintenance, the field service engineer (fse) identified that the carriage of patient surgical manipulator (psm)1 was loose. The surface of the fiber cable and power cable of the patient side cart was broken. The grip pads were worn. There was no report of patient involvement.

Manufacturer narrative:
The preventative maintenance (pm) was completed by an intuitive surgical, inc. (Isi) field service engineer (fse). During the pm, the fse found that the carriage of patient surgical manipulator (psm)1 was loose. The surface of the fiber cable and power cable of the patient side cart was broken. The grip pads were worn. The fse replaced these parts to resolve the issue found during the pm. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) has received the part, however, failure analysis has not completed their investigation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted when failure analysis has completed their investigation.